Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges cannulas are leaking around the insertion site resulting in elevated blood glucose. No adverse event reported. Alleged cannulas have been discarded; no product will be returned.